Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2009, the pt experienced pain around her left implantable neurostimulator. She described the pain as a "deep ache" but noted that it could be sharper and would radiate into her collar bone and shoulder. The pain would not go away when the stimulation was turned off. The pain was not related to any particular trauma or event. The pt also experienced dyskinesia but suspected that this could be related to changes in her medication. The dyskinesia began about a week after the deep aches and was not as bad as before implant. The pt met with her health care professional and her system "checked out fine" and her blood work was normal. The pt's stimulation was turned down as her medication was increased and this helped with the dyskinesia. An x-ray, CT scan, and ultrasound were taken and revealed a clot in her jugular vein at her collarbone. The pt was given lovenox to treat the clot and placed on blood thinners. In (B)(6) 2010, the pt stated that her left ins started giving her "jolts of electricity" on her right side. She underwent exploratory surgery to check the lead on her left side. The hcp tested the integrity and viability of the extension and neurostimulator and it "checked out fine." The lead going into her brain seemed to be damaged. Surgery was scheduled to explant and replace the lead. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available. See also MFR's report #3004209178201009598.